Manufacturer narrative:
Product event summary: analysis found that the programmer's performance was sluggish. It was also found that the power cord bay was broken.

Event description:
It was reported that the programmer froze up, and the boot time was long. It was also reported that reading a device was slow. A different programmer was used to complete the patient check. The programmer has been returned for service, calibration, and software reload. No patient complications have been reported as a result of this event.